Event description:
Pt presented to (B)(6) on (B)(6) 2016 with r mca embolic stroke and ldh >1000 with possible inflow cannula thrombus. IV heparin started and pt transferred for further management. Ldh on transfer was 1057, plasma free hemoglobin 38 on (B)(6). Hematology consult was placed for subtherapeutic inr on high dose warfarin at home; additionally, pt on 2,200 units/hr of heparin with a ptt of 29.1. Functional antithrombin and heparin studies sent on (B)(6) inconclusive for outflow thrombus, splenic infarct noted; ramp study with suggestion of pump thrombosis. On (B)(6) pt with increased power and flow alarms and increased shortness of breath and chest pain-pt transferred to ICU with dopamine and dobutamine started. Exchange planned pending pt's neurological status. On (B)(6) pt had pump stop alarms, no flow seen via outflow graft on echo. Pt intubated, taken to ICU, iabp placed and lvad driveline disconnected from power. Hematology was consulted on (B)(6) to help manage anti-thrombin deficiency aptt 45.7 on 2850 units/hr of heparin.